Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: physiological optimization of robotic endoscopic epicardial crt-d implantation using multielectrode electroanatomic mapping journal of cardiovascular electrophysiology. 2019; 30(11):2564-2568. 10.1111/jce.14126. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding an epicardial defibrillation coil. The article showed that at the time of follow up the impedance of the defibrillator coils was "relatively low." A request for additional information was performed and it was learned that given the surface area of the coils lower impedance values were expected. Defibrillation testing was done and found to be successful. The leads remain in use and there were no patient complications.